Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 586 mg/dl. Tandem technical support (cts) performed a pump system check and determined the customer was using off-label insulin. Cts educated the customer on insulin labeling. A manual insulin injection was administered to address bg level. Multiple follow up attempts were performed to obtain additional information, however, a response was not received.